Event description:
It was reported that during testing, constant downstream occlusion was observed. There was no patient involvement and harm.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the downstream and upstream occlusion sensors, which were determined to be faulty. Additionally, the dso seal was observed to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso and uso sensors and dso seal was replaced and the device passed all testing.